Manufacturer narrative:
The autopulse platform (B)(4) associated with this complaint was not returned for evaluation. After the call, the user was able to clear the user advisory (ua) 45 (not at "home" position after power-on/restart) error message with help and guidance from zoll technical support. The autopulse platform is functional and was placed back to clinical use. Note that the user advisory error messages are clearable by the user. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
During patient use, the patient's garment was caught in an autopulse lifeband (lot# unknown). When the user attempted to replace the lifeband, the lifeband was entangled in the shaft of the platform and the shaft would not rotate, so the lifeband was cut with scissors and removed. The lifeband was replaced with a new one, however, the autopulse platform (B)(4) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The crew continue performing the manual CPR during the transport. No consequences or impact to patient.